Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during fourth inflation at 14 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no complications nor injuries reported and the patient was in good condition after the procedure.